Event description:
It was reported that the device was explanted at implant due to significant ai. Reportedly, the device ai was noted on echo. It was reported that the ai did not improve over time even by increasing patient pressures. Reportedly, the surgeon replaced the device with a device of the same model and size. Reportedly, the patient is doing "okay" with regards to his heart.

Manufacturer narrative:
The device was received for evaluation; however, the device evaluation is not complete.